Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the customer had a crack on his pump. Caller stated that the screen has gotten worse and the customer cannot read it. Caller reported that the left hand side has lost visibility. Customer fell on the pavement and the pump was damaged. There are also black blotches on the screen. Caller stated that the endocrinologist stated that the customer needs a bigger pump that holds more insulin. Customer cannot read the pump at all but the pump is working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform functional testing due to cracked and bleeding lcd glass. The insulin pump has cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.